Event description:
Pre dyalysis potassium = 5.9. Received 2 1/2 hrs. Treatment on a 2.0 pothassium bath. Patient returned to floor after treatment. Became naseated immediately. Repeat potassium drawn. Patient re dialyzed. This was a result of equipment failure (conductivity failuredevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: invalid data. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.